Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 5/21/2015. The fse found that the latex gain for the instrument was out of specification. The fse adjusted the latex gain, which repaired the erroneous wbc results. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported the coulter act diff 2 analyzer generated erroneous high white blood cell (wbc) results for two patients. The data provided by the customer confirms that two patients gave high wbc results and the on rerun gave proper results. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.